Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement and pacing failure at a high threshold. There was difficulty in the re-positioning procedure due to tissue being caught in the lead tip caused by the screw-in angle of the lead. The tissue was removed. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.